Event description:
Customer reported via phone call that there is a button error alarm. The blood glucose reading is 126 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. However, the pump had no button response due to corroded keypad traces. The pump also had minor scratches on the display window, a scratched case, a cracked reservoir tube, a cracked reservoir tube lip, and a missing end cap sticker.